Event description:
This will be filed to report device entrapment. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a posterior leaflet flail. While performing grasping attempts with the first clip, the clip became caught on chordae. Troubleshooting was performed but was unsuccessful. Subsequently, the clip was implanted at the grasping location. A second clip was then implanted and the procedure was concluded with a resulting mr grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported entrapment of device (clip became caught on chordae). The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.